Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been treated for hypoglycemia. The patient's blood glucose levels had decreased to 61 mg/dl while wearing the pod. Symptoms reported include chills, nausea and shaking. The patient reports receiving an error for their sensor being worn as it had stopped working. The patient reports while they were in a store with a pharmacy their blood glucose level had gone low. The patient reports the pharmacy staff had assisted with the patient with the glucagon the patient had on hand. The patient reports having extra glucagon as back up. A pharmacy staff member had drove the patient home. Once at home the patient called the paramedics. Upon arrival of the paramedics the patient was provided juice as well as zofran. The patients reported blood glucose after treatment by the paramedics was 127 mg/dl. The paramedics were with the patient for 35 minutes. The patient did not go to the hospital.